Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the bpx-80 adult bio-pump® plus centrifugal pump leaked, and the patient had a large blood loss. The patient was on ECMO on (B)(6) 2020 at 4 pm. At 10pm the patient had bp dropped and CPR was performed. The nurse then found the bio-pump was leaking, so they called the perfusionist. The perfusionist tried to change bio-pump. The patient lost a lot of blood and expired at 10.30 pm. The customer thought the bio-pump may be one of the causes of patient death. Patient medical history: allergy, lung problems.